Event description:
The lay user/patient contacted lifescan alleging that pc remains on the meter display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (procedure date unknown) using a pelvic floor repair kit (exact type unknown), the physician had "2 or 3 occasions [where] one of the mesh arms broke." The physician stated that he could find the end of the affected mesh leg, but had a "little bit of a struggle." It is unknown if the mesh arms broke and fell inside the patient. No further information regarding the event, the patient, or the procedure has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.